Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse asked why the patient was not warm on the arctic sun device yet when they had been in the rewarm phase since before 7pm. Mss confirmed that neonatal intensive care unit (nicu) patient was on neonatal arctic gel pad. Patient temperature was 35.4c, target temperature was 36.5c, water temperature as 39.7c and flow rate was 1.1lpm. Mss had the nurse empty, disconnect, and reconnect the pad using proper technique. Flow rate remained between 1.0 to 1.1lpm. Mss explained that flow rate with neonatal pads was lower than larger arctic gel pads and advised that they need to watch the flow rate closely and ensure it stayed above 1lpm or preferably higher. Mss also gave tips on increasing flow rate (padding port holes, decreasing strain on fluid delivery line (fdl), checking inlet valves were not bent, making sure lines were straight). Mss determined that nurse had a blue disposable chuck beneath the infant covering the entire pad and had them remove the chuck as well and taco the baby in the pad using the velcro straps. Nurse would make additional adjustments and call back if any additional issues occurred.

Event description:
It was reported that nurse asked why the patient was not warm on the arctic sun device yet when they had been in the rewarm phase since before 7pm. Mss confirmed that neonatal intensive care unit (nicu) patient was on neonatal arctic gel pad. Patient temperature was 35.4c, target temperature was 36.5c, water temperature as 39.7c and flow rate was 1.1lpm. Mss had the nurse empty, disconnect, and reconnect the pad using proper technique. Flow rate remained between 1.0 to 1.1lpm. Mss explained that flow rate with neonatal pads was lower than larger arctic gel pads and advised that they need to watch the flow rate closely and ensure it stayed above 1lpm or preferably higher. Mss also gave tips on increasing flow rate (padding port holes, decreasing strain on fluid delivery line (fdl), checking inlet valves were not bent, making sure lines were straight). Mss determined that nurse had a blue disposable chuck beneath the infant covering the entire pad and had them remove the chuck as well and taco the baby in the pad using the velcro straps. Nurse would make additional adjustments and call back if any additional issues occurred.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." Corrections: d,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.